Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer, with guidance from technical support, inspected and cleaned the pump and was able to successfully load the cartridge, allowing them to resume insulin delivery.